Event description:
When the surgeon was removing the stent from the patient's urethral meatus, part of the string snapped off repeatedly. The surgeon was forced to use a grasper and still, the string snapped off. On (B) (6) 2009, the patient went to the operating room where the entire stent was removed under anesthesia. There was no patient harm.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.